Event description:
The patient experienced cerebral edema with headaches, nausea and vomiting reported approximately three weeks after litt procedure. The patient was hospitalized from (B)(6) 2021 and received steroids as intervention. The event was indicated as resolved on (B)(6) 2021.